Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. According to the surgeon, the pt's death is not related to the car device but due to the state of her health: "this implication was not associated with the use of car, but with former condition of her health (stenosis of 3 coronary vessels known since 2006, which was dealt with angioplasty, arterial hypertension since 1996, diabetes mellitus since 2000, chronic obstructive airways disease since 2000)." The device was not returned to the MFR for eval, however, the device history files were reviewed and indicated that the device was released pursuant to its specs. Therefore, based on both the available clinical info and the opinion of the surgeon, it could be concluded that the event is most likely not device related.

Event description:
The pt, suffering from sigmoid stenosis, underwent sigmoidectomy. On day 5 post op, the pt developed wound infection and cardiac failure. The cardiac failure resulted in respiratory disease for which the pt required intubation. The pt passed away day 10 post op. The surgeon believe that there is no relation between this event and the study procedure.